Manufacturer narrative:
Age at time of event 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 38mm in length, 2.5mm in diameter, eccentric, and the de novo target lesion was located in the right coronary artery (rca). After a 6f non-bsc guide catheter was engaged in the ostium rca, a pt2 moderate support guidewire crossed the distal rca. Predilation was then performed using a 1.5x15mm balloon catheter and was inflated several times followed by a 2.5x15mm maverick balloon catheter and was inflated up to 20 atmospheres. A 2.75x43mm non-bsc stent was advanced but failed to cross the distal rca even with buddy wire technique. The guide catheter was exchanged to al 1 guide catheter and the pt2 moderate support guidewire was re-advanced to distal rca. Dilation of the proximal and mid rca was performed using a 3x10mm non-bsc balloon catheter and was inflated several times up to 12 atmospheres. The 2.75x43mm non-bsc stent was re-advanced but again failed to cross the lesion. A 12.75x38mm promus element plus drug eluting stent was advanced but still failed to cross the lesion even after several balloon dilations were performed. A spiral dissection of the rca from mid part was then noted, but no chest pain, electrocardiogram (ECG) changes or hemodynamic changes so the procedure was stopped. The patient was scheduled for control angiography of the rca after 3 months. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 38mm in length, 2.5mm in diameter, eccentric, and the de novo target lesion was located in the right coronary artery (rca). After a 6f non-bsc guide catheter was engaged in the ostium rca, a pt2 moderate support guidewire crossed the distal rca. Predilation was then performed using a 1.5x15mm balloon catheter and was inflated several times followed by a 2.5x15mm maverick balloon catheter and was inflated up to 20 atmospheres. A 2.75x43mm non-bsc stent was advanced but failed to cross the distal rca even with buddy wire technique. The guide catheter was exchanged to al 1 guide catheter and the pt2 moderate support guidewire was re-advanced to distal rca. Dilation of the proximal and mid rca was performed using a 3x10mm non-bsc balloon catheter and was inflated several times up to 12 atmospheres. The 2.75x43mm non-bsc stent was re-advanced but again failed to cross the lesion. A 12.75x38mm promus element plus drug eluting stent was advanced but still failed to cross the lesion even after several balloon dilations were performed. A spiral dissection of the rca from mid part was then noted, but no chest pain, electrocardiogram (ECG) changes or hemodynamic changes so the procedure was stopped. The patient was scheduled for control angiography of the rca after 3 months. No further patient complications were reported and the patient's status was stable.